Event description:
It was reported via repair work order that the power cord sheathing was torn but had no exposed wires. It was further reported that the power inlet was cracked and the fuses/fuse drawer were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.